Event description:
A malfunction on the pump was reported, which was preceded by an altitude alarm event. There was no reported impact on the customer¿s blood glucose level as the information about levels exceeding 500 mg/dl was unknown or declined. The malfunction code was identified as malf 9, and the code was resettable. However, the customer had not yet attempted to reset the pump and planned to follow up when ready to complete the reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.